Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with an excelsior sl-10 microcatheter. The stent was deployed and was not returned for inspection. The sheath distal tip was damaged. It is likely that the sheath was damaged during use, resulting in the further complications during advancement of the stent. The stent was not returned for analysis. The additional information states that it was removed within the microcatheter and that there was resistance advancing the stent within the catheter. Therefore, an assignable cause of operational context has been assigned to the observed premature deployment.

Event description:
The analysis of the returned product revealed that the stent (subject device) was deployed and not returned. There was no clinical consequences to the patient.